Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during rewind. The customer stated that additional motor error alarms were listed in the device's history as well. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump alarmed motor error during the rewind due to a corroded motor home switch. The pump passed the stop current and run current tests. Unable to perform the self test, off no power, unexpected restart, displacement, prime, occlusion and no delivery alarm tests due to the motor error alarm. The pump had a cracked case at the display window corner and minor scratches on the display window.